Event description:
It was reported that during a low anterior resection procedure, the case was carried out releasing the rectum for the anastomosis to the colon. The device was placed on both sides and closed. It was tightened to the marks and then fired by an assistant surgeon under direction of the supervising surgeon. The anastomosis was inspected and tested with water under pressure, and the rings which came out of the stapler were checked to be o-shaped and complete. The wound was closed and the device discarded. Early the next morning, the pt worsened and they suspected bleeding. The pt was taken to a thoraco-abdominal tac finding free liquid and pleural effusion. The diagnostic was a hemoperitoneum. The pt was taken for surgery, finding the free liquid on the right anterior side. The anastomosis was opened on this right anterior side while it was correct on the left posterior. They visually found the staples to be open and non-conformed. No staples were kept. Pt underwent a new surgery to perform the manual anastomosis. The pt was transferred to the hospital of reference for further care. Current status is unk. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.